Event description:
It was reported that the patient and his wife decided they would be more comfortable having the vns removed since he is not using it. In (B)(6) 2015, the patient had reported that the vns was casing seizures and it as subsequently disabled and now they want it removed. The nurse did not think the patient should have the device removed at that time in 2015 and recommended disabling it for a while to assess. Then at every follow up appointment the patient did not want it turned back on, so it remained disabled. The nurse was not able to provide an assessment of the cause of the increase seizures at this time. No further information has been received to date. No known surgery has occurred to date.